Event description:
It was reported that a red alert was received via latitude (remote monitoring system) indicating that the related right ventricular (rv) lead exhibited high, out of range impedances greater than 3000 ohms. An automatic safety switch from bipolar to unipolar occurred. It was noted that there was no noise or inhibition of ventricular pacing on the presenting electrocardiogram. The patient is 100% ventricular paced. This device and the rv lead remain implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that a red alert was received via latitude (remote monitoring system) indicating that the related right ventricular (rv) lead exhibited high, out of range impedances greater than 3000 ohms. An automatic safety switch from bipolar to unipolar occurred. It was noted that there was no noise or inhibition of ventricular pacing on the presenting electrocardiogram. The patient is 100% ventricular paced. This device and the rv lead remain implanted and in service. No adverse patient effects were reported. Additional information: the field representative provided further information indicating that the patient remains stable and continues being monitored via latitude (remote monitoring system). It is anticipated that the patient will have the related right ventricular lead replaced approximately within the next month.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.